Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. The event is currently under investigation. A supplemental report will be provided upon conclusion. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
This additional information was received on 11/11/2016 as follows: the plaintiff allegedly received device implant via right femoral vein on (B)(6) 2012 due to history of dvt prior to surgery. The plaintiff alleges right upper extremity dvt, device is unable to be retrieved after attempts on two different occasions, and device is embedded after implant of device.

Manufacturer narrative:
Manufacturer reference #: (B)(4). Exemption number e2016032. (B)(4). Corrected data based on new information received: adverse event to product problem, serious injury to malfunction. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿device is unable to be retrieved, embedded, right upper extremity dvt". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported "right upper extremity dvt" is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
) Investigation: the following allegations have been investigated: vena cava perforation, anxiety, discomfort. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported anxiety and discomfort are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog and lot numbers are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
In addition to the allegations previously reported: patient also alleges vena cava perforation as well as the filter caused "discomfort" and the "inability to remove the filter has left the [patient] anxious". Dates of the previously unsuccessful filter retrieval attempts: (B)(6) 2013 and (B)(6) 2014. The filter has not been removed. It remains implanted in patient's body.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter. Since catalog# is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. (B)(4). Summary of investigational findings: investigation is solely based on description of event, since no product was returned and no imaging provided. Given the limited information made available, it would be inappropriate to speculate on what may have led to the reported event. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. From the published scientific literature filter tilt inside ivc and/or embedment of filter legs or filter hook in the ivc wall is a well-known risk. Several case reports published in articles, describe successful retrievals of such filters by advanced retrieval techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: it is alleged "that [pt] on or about (B)(6) 2012 underwent placement of a cook celect vena cava filter". It is alleged "that two separate retrieval attempts were tried". It is alleged "that the cook celect filter was not able to be removed due to embedment of the device". Patient outcome: it is alleged "that [pt] sustained and will continue to sustain severe and debilitating injuries, including but not limited to, pain, suffering and discomfort". It is alleged that "presently there are undiagnosed injuries for [pt] such as economic damages, medical expenses, cost of past and future medical care including unnecessary and additional surgeries, rehabilitation, home health care, economic loss, and mental and emotional distress". Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: tilt. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Catalog and lot numbers are unknown. The alleged celect is manufactured and inspected according to controls. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received which alleges the following: per a review of radiology: "date of ivc filter placement: (B)(6) 2012. Device: cook celect". "Xa/rf images provided from two (2) unsuccessful attempts at retrieving this device, on december 23, 2013 and april 29, 2014, demonstrated an indwelling ivc filter with progressive lateral component penetrations beyond the perceptible wall of the contrast opacified ivc, measuring approximately 11 mm in 2013 which increased to approximately 15 mm on the 2014 study". "In addition, I have reviewed six (6) serial CT scans of the abdomen and pelvis, performed between 2012 and 2015, which demonstrated an indwelling ivc filter at the l2-3 level without evidence of migration or component fracture. However, these examinations did demonstrate progressive and significant medial angulation of the indwelling ivc filter. Furthermore, these CT examinations also demonstrated up to seven (7) total progressive, significant, and pathologic ivc filter component penetrations, extending greater than 3 mm beyond the perceptible exterior wall of the inferior vena cava, ¿". One strut "abuts right lower quadrant mesenteric vein". One strut "abuts right psoas muscle". One strut "abuts prevertebral soft tissues of l3". "Ivc filter angulation = 15 degrees (medial)".

Manufacturer narrative:
(B)(4). Catalog #: unknown but referred to as a cook celect filter. Expiration date: unknown as lot # is unknown. Since catalog # is unknown the 510(k) could be either k061815, k073374, k090140, k112119, k121057 or k121629. Investigation is still in progress.

Event description:
Description according to initial reporter: it is alleged "that [pt] on or about (B)(6) 2012 underwent placement of a cook celect vena cava filter." It is alleged "that two separate retrieval attempts were tried." It is alleged "that the cook celect filter was not able to be removed due to embedment of the device." Patient outcome: it is alleged "that [pt] sustained and will continue to sustain severe and debilitating injuries, including but not limited to, pain, suffering and discomfort." It is alleged that "presently there are undiagnosed injuries for [pt] such as economic damages, medical expenses, cost of past and future medical care including unnecessary and additional surgeries, rehabilitation, home health care, economic loss, and mental and emotional distress." Hospital and medical records have been requested but not yet provided.